Event description:
It was reported that the patient had not used the patient programmer much at all in the past year prior to the date of this report. The patient wanted to make sure he knew how to turn the implantable neurostimulator (ins) on and off. The week prior to the date of this report the patient had been at their healthcare professional¿s office and one of the inss was turned off. The patient was not sure how it had happened. The patient checked both devices at the time of this report and the 9v patient programmer battery light was flashing. No outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that in the last 3-4 months prior to the date of this report the patient had not been feeling as good as in the past, he was sluggish and off balance. The ins was checked with patient programmer and both implants were on. There was no known incident or accident related to the complaint. Patient's status was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: 2011-(B)(6), product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, implanted: 2011-(B)(6), product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: 2011-(B)(6), product type: extension. Product ID: 3389s-40, lot# v492274, implanted: 2010-(B)(6), product type: lead. Product ID: 7438, serial# (B)(4), implanted: 2010-(B)(6), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: 2010-(B)(6), product type: extension. (B)(4).